Manufacturer narrative:
The full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and indicated lead stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2010 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The physician chose to replace the lead based on the high atrial pacing required for the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.